Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that information was requested regarding longevity of a spinal cord stimulator (scs) and the components of its¿ system. It was noted that a consumer of an scs device had it for 15 years but had a major fall and the woman needs to have the implantable neurostimulator (ins) and leads replaced. It was noted this patient was in outpatient and was there for just a day. It was unknown what the woman¿s name was. No further information was able to be obtained as the woman reporting this event could not remember the patient¿s name and had no further information regarding the event.